Event description:
It was reported by the rep that the device was used during a colectomy. It was reported the ax55g misfired. It did not discharge any staples. The case was finished with a hand sewn purestring. Allis clamps were used to hold the tissue prior to the device firing. There was no consequence to the pt.